Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference# (B)(4).

Event description:
It was reported that upon connection of the acunav catheter, the acunav catheter was unable to be selected on the ultrasound machine. The acunav catheter was replaced without resolution. The caller stated that the carto 3 system was not in use at the time. The ultrasound machine was replaced, and the acunav catheter was replaced with a soundstar catheter. The caller stated that the carto 3 system was powered on in order to use the soundstar catheter. The caller stated that there were no issues with the soundstar catheter. The procedure continued with no further issues. The caller stated that the acunav catheters were brand new. The patient was sedated at the time; however, no patient impact was reported.